Event description:
The patient reported that he does not see close.

Manufacturer narrative:
(B)(4)

Event description:
A physician reported that one year after an intraocular lens (iol) implant cataract surgery, the patient did not see in near vision. The event has not resolved. Several attempts were made to obtain further information on the event with no response to date.

Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event with no response to date. (B)(4).